Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no unexpected restart alarm, blank display, constant tone or audio/beep anomaly was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of blank display, audio anomaly and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The wife stated that the pump gave an unexpected alarm and the screen went blank. The customer mentioned that the pump made a very high pitch noise. The customer received the tone when he was sitting on the couch reading the paper. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.